Event description:
It was reported that before the operation, the nim system did not have a stimulation response. The probe was working fine without any issues when tested with another patient interface box. There was no patient involved.

Manufacturer narrative:
H3: product analysis did identify any fault. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8253200, serial/lot #:(B)(6), UDI#: (B)(4), h3: product analysis of product ID: 8253200, serial/lot #: (B)(6), did identify any fault. Additional code of img g02005 is applicable to product ID: 8253200, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.